Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead showed noise reversion episode upon a measured noise amplitude. No intervention or procedure was reported. The patient had no consequences.